Event description:
Patient imaged in 2002. An image artifact that may have been generated by the device caused a physician to misdiagnose fractured screws in right femoral fixation device place prior to initial images in february 6, 2002. Diagnosis may have led to patient surgery, during which it was learned that the screws were not fractured. Current evidence is conflicting irrespective of image.